Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that prior to getting their stimulator they were peeing too much, it was ridiculous and so they used some kind of rubber thing they put in which helped but finally was not helping enough and got stim which is not the perfect cure. Pt said at implant "the first time they came out and the clinician came in (pt clarified they are pretty sure it was a rep) and said: well this is not working, this has never happened before so they had to wheel them back in and did all over again. Pss understood pt meant when the ins was checked after implant, the rep determined the ins was not working as expected, the ins was removed and replaced. The patient was redirected to their healthcare provider to further address the issue. Pt said prior to leaving (B)(6) to go to (B)(6) for the winter, somebody from the manufacture called they think to arrange for a 5 year check with the doctor and the rep but pt did not mention adverse event information to the caller. Additional information was received from the patient. They reported that they were not aware of this event. The rep reported device had not been replaced and was not aware of any issues associated with the patient. When the rep checked their notes there were not device issues and that patient was going to have the device replaced due to normal battery depletion.